Manufacturer narrative:
(B)(4). PMA/ 510(k): enforcement discretion. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the neb kit w adapter 0.45% nacl 1000ml experienced sputtering of water out of the tip of the bottle when mist stopped. As of this time, there is no information regarding patient involvement associated with the reported event.